Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported by the patient that infusion set fell off after water exposure in swimming pool. No further information available.